Manufacturer narrative:
The hill-rom tech support had the account isolate the pendant and the siderails to be the cause. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. No further info is available on the repair of the bed at this time. The investigation is ongoing, however, if any add'l info is identified following completion of the investigation, the add'l relevant info will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the bed would not send a nurse call. The bed was located at the account in observation (B)(6). There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).